Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that the user opened the package of a ngage nitinol stone extractor and found the tip of the basket to be broken. The basket wires were broken. The user opened a new device and was able to complete the procedure. There was no impact to the patient. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation with the handle and basket formation in the open position. The basket formation appeared smashed and asymmetrical. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. The support sheath was bowed in appearance. A function test determined the handle actuated the basket formation. The basket formation was noted to have a broken wire. No signs of discoloration were noted. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Reviews of the manufacturing instructions and quality control procedure were also conducted. All extractors are 100% verified to assure the basket opens and closes properly, that the spacing between the wires is uniform, that the basket is fully open, and that the configuration of the wires is correct. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state the following: ¿caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause for the reported difficulty could not be determined. It is possible the device was damaged before use, but there was not enough evidence/information to be able to determine the cause of the damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) number: exempt. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened the package of a ngage nitinol stone extractor and found the tip of the basket to be broken. The basket wires were broken. The user opened a new device and was able to complete the procedure. There was no impact to the patient.